Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75-90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, at first inflation, it was noted that the balloon ruptured at 5atm for 5 seconds. However, it was further reported that all of the device components were completely removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications reported and patient has no problem post procedure.

Event description:
It was reported that a balloon rupture occurred. The 75-90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, at first inflation, it was noted that the balloon ruptured at 5atm for 5 seconds. However, it was further reported that all of the device components were completely removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications reported and patient has no problem post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Wolverine 10mmx2.50mm catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit, positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximally from the distal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and tactile examination found no kinks or damage to the hypotube of the device. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. E1- initial reporter city: (B)(6).